Manufacturer narrative:
The distributor reported their customer informed them that the AED will not perform self-test or battery check, and no voice prompts. The battery has an expiration of august 2026, and the maintenance schedule is not reported. The distributor stated that they are unable to download the log history file. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported their customer informed them that the AED will not perform self-test or battery check, and no voice prompts. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The unit was returned for further evaluation. Upon receipt, the device underwent bench testing. The reported issue was confirmed and determined to be due to a speaker component failure. Despite the speaker issue, the device was able to successfully deliver a shock during testing.